Event description:
It was reported that the patient was experiencing frequent premature ventricular contractions (pvc) and the left ventricular (lv) lead exhibited high thresholds. The lv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 97715 pain stim ipg; implanted: (B)(6) 2019. 977c265 pain stim lead; implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.